Event description:
A malfunction alarm occurred with code malf 12, and there were no notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl and was within a safe range. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. It was advised that the customer could continue using the pump and to reach out if the malfunction occurs again.